Event description:
It was reported that a 6f angio-seal vip was used to seal the arteriotomy in the left groin and the right groin. The puncture on the right side was reported to be high due to the patient's anatomy. The physician went through the left common femoral artery (lcfa) for percutaneous transluminal angioplasty (pta) and stent placement of the right and left common iliac arteries. The closures were successful. The patient then went to the ICU, where a code was called. There was bleeding/leaking of the right femoral artery. The patient was given o negative blood. Surgery was attempted to repair the artery. The patient died later of abdominal compartment syndrome.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible, since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) instruct the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed.